Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Additional information: the reported field event of battery performance alert (bpa) was confirmed. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during a reset and firmware reload process. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations revealed the battery depletion was normal. No anomaly was detected.